Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Two days post procedure, the patient presented to the emergency room with numbness in their lower extremities. Echocardiography was performed, which noted that the closure device embolized and lodged in the abdominal aorta. The embolized closure device restricted the flow to the kidneys of the patient. The patient was taken to the catheterization lab and the closure device was explanted percutaneously. The patient was intubated during this intervention. The patient experienced kidney failure following closure device retrieval. The patient fully recovered from this event, but remained hospitalized.